Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal abrasion was found at 8.0-9.2cm from the distal tip, exposing the re cable, and under the svc shock coil at 18.3-18.4cm from the distal tip, exposing the re and svc cables. The etfe insulation of the exposed cables was intact at these two locations. Crush damage was also noted at 13-14cm from the distal tip. The inner coil and re cable were shorted at this location, which could cause the reported noise.

Event description:
It was reported that patient received inappropriate shocks due to noise. Variation in capture threshold was observed. Externalized conductors suspected. The lead was explanted and replaced.